Event description:
It was reported this left ventricular (lv) lead was attempted. The right atrial (ra) and right ventricular (rv) leads were implanted instead, successfully. This lead has not been received for analysis. No adverse patient effects were reported.